Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this right ventricular lead was exhibiting impedance measurements greater than 2500 ohms with no capture at maximum outputs both in unipolar and bipolar configurations. A lead fracture was revealed. A revision procedure was performed and the system was moved to the patient's right side as a replacement right ventricular lead could not be placed due to an occlusion. No adverse patient effects were reported.